Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; also, unable to perform occlusion, prime and excessive no delivery test due to a33 alarm. However, the insulin pump passed operating current, a21 error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer was just discharged from the hospital for issue with their upper respiratory system. The customer stated that their insulin pump started malfunctioning after they were released form the hospital. The customer did not troubleshoot the issue. The customer sent the insulin pump back for analysis.